Event description:
Surgeon had to over sew the staple line after using stapler due to leaking of the surgical site. Manufacturer response for stapler, surgical: manufacturer provided rga# for return evaluation.